Event description:
A pt recovering from an acute mi had a nitroglycerin drip and a lidocaine infusion. He was alert and oriented but whether from sleep deprivation, sensory overload or lidocaine toxicity, had tried to help the nurse by removing the nitroglycerin tubing from the pump when he saw it was "caught." The nurse entered the room as he had the door open and was reaching for the safety clamp. He did not bolus himself with nitroglycerin but easily could have. On this particular pump, there is a lockout function but no way to keep the door from being opened. Along the same lines another pt who had nitroglycerin drip infusiing had his wife visiting. He wanted her to help him with his bath. She had seen rptr take the nitro off the pump to put through the gown (this hosp doesn't have snap gowns) but didn't notice that rptr first used the roller clamp to shut off the flow. She opened the door, took out the nitro and bolused the pt who quickly vasodilated and lost his blood pressure. His nurse quickly shut off the nitro and increased his fluids and prepared dopamine which fortunately was not needed.